Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It was reported that when a brand new cs300 intra-aortic balloon pump (iabp) was delivered to the customer, and while the installation of the iabp, it generated an "electrical test fails code # 50" message. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that when a brand new cs300 intra-aortic balloon pump (iabp) was delivered to the customer, and while the installation of the iabp, it generated an "electrical test fails code # 50" message. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The suspected faulty oob main board and motor control board were returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician inspected the main board and motor control board and observed no visual damage. The national repair center installed the main board and motor control board into the cs300 test fixture and tested each board to factory specifications per procedure. The national repair center could not verify the failure of electrical test fails code number 50. The boards passed testing. The boards were sent to the supplier per procedure, and a supplemental report will be submitted upon completion of this investigation.

Manufacturer narrative:
The supplier returned the motor control board to the national repair center (nrc) and could not verify the reported failure but found a broken pcba mount and replaced it. The motor control board passed all of their testing. The national repair center installed the board into the cs300 test fixture and tested the board to factory specifications per procedure, and cs300 service manual, and the board passed testing. The board was scrapped and retained in the nrc.

Event description:
It was reported that when a brand new cs300 intra-aortic balloon pump (iabp) was delivered to the customer, and while the installation of the iabp, it generated an "electrical test fails code # 50" message. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that the getinge authorized dealer has received the new boards and completed the repairs. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The supplier returned the main board to the national repair center (nrc) and verified the reported failure. The supplier replaced defective u62 and board passed all of their testing. The national repair center installed the board into the cs300 test fixture and tested the board to factory specifications per procedure, and cs300 service manual, and the board passed testing. The board was put into stock/inventory per procedure. The oob motor control board is still at the supplier, and a supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that when a brand new cs300 intra-aortic balloon pump (iabp) was delivered to the customer, and while the installation of the iabp, it generated an "electrical test fails code # 50" message. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service representative reported that a getinge authorized dealer has evaluated the iabp unit and traced the failure to the main board and motor control board after performing all required tests. However, the repairs have not yet been completed as the dealer is awaiting receipt of a new main board and motor control board. A supplemental report will be sent upon completion of the repair.

Event description:
It was reported that when a brand new cs300 intra-aortic balloon pump (iabp) was delivered to the customer, and while the installation of the iabp, it generated an "electrical test fails code # 50" message. This is an out-of-box (oob) failure. There was no patient involvement, and no adverse event reported.